Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed fiber optic message "fiber optic sensor error ". Customer called in for after hour support stating unit had fiber optic error. It was suggest that the customer to replaced pump with a known good pump.

Manufacturer narrative:
A getinge filed service engineer (fse) told the customer to replace the pump with a known good pump. The customer "charge nurse" stated the issue was with the fiber optic portion of the balloon. Customer stated they removed the fiber optic port plug and are now triggering fine and are continuing therapy on this device. Despite good faith efforts performed to the customer to obtain additional information, no response has been provided. The complaint will be moved to the investigation stage, if additional information becomes available the complaint will be processed accordingly. H3 other text : customer denied service.

Event description:
N/a.